Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing not required as the test strips are expired. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved, unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. Nurse stated that she tested the customer's blood sugar, and the result was hi (undisclosed if fasting or non- fasting am or pm). The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 07/25/2023; open vial date and storage were not provided. Nurse has a second vial of test strips (undisclosed lot #) but she stated they also expired. The meter memory was not reviewed for previous test result history.